Manufacturer narrative:
The customer¿s product was requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek xs meter with an unknown serial number when compared to a laboratory result using the dade innovin by siemens method. At 11:49 a.m. The laboratory result was 3.4 inr and at 1:00 p.m. The meter result was 4.5 inr. The patients therapeutic range was not provided.